Event description:
The field service representative (fsr) stated noticed smoke coming from connector 11 on the cnn board during troubleshooting for multiple mixer error on architect c8000 processing module on site visit. The fsr found out that there was some liquid spilled on the cnn board and connector 11 that caused the smoke. The fsr turned off the instrument and replaced the board and connector. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
The field service representative (fsr) discovered the customer did not clip the plunger for the sample syringe after performing maintenance, causing the module to generate wash errors and liquid to spill on the cnn board causing the board to burn/char and emit smoke. The instrument service history for the architect c8000, serial number, (B)(6) verifies no subsequent issues have been reported related to charred/burned parts after service intervention. A review of this data did not identify increased complaint activity for the architect c8000 processing module or the complaint issue. Additionally review of complaint and trending data associated with the cnn(rohs)_ part number 7-93197-03 did not identify an increase in complaint activity. The 2025 ul certification indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burning, observed was limited to the bd., cnn (rohs)_ part number 7-93197-03; the charring/burning did not spread to other parts of the module. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the architect c8000, serial number, (B)(6), or the cnn(rohs).

Event description:
The field service representative (fsr) stated noticed smoke coming from connector 11 on the cnn board during troubleshooting for multiple mixer error on architect c8000 processing module on site visit. The fsr found out that there was some liquid spilled on the cnn board and connector 11 that caused the smoke. The fsr turned off the instrument and replaced the board and connector. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.